Event description:
(B)(4). Include heart palpitation, brain zaps, blurred vision, weight gain, severe bloating.

Event description:
Hair loss, developed anxiety, pelvic pain, heavy bleeding, developed adenomyosis and had to have a hysterectomy ... This is an update report have one on FDA site (B)(4). (B)(4). Update on (B)(4) 2014: include, heart papulation, brain zaps, blurred vision, weight gain, server bloating...